Event description:
It was reported that there were concerns this pacemaker's battery was depleting prematurely as longevity projections had decreased from six to four and a half years in a few months. Data analysis showed the power consumption had increased gradually. A boston scientific technical services (ts) consultant recommended device replacement or reanalysis within 90 days. A follow up with the patient was scheduled and device replacement seemed likely. This device remains in service. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced. This device has returned and analysis is anticipated.

Event description:
It was reported that there were concerns this pacemaker's battery was depleting prematurely as longevity projections had decreased from six to four and a half years in a few months. Data analysis showed the power consumption had increased gradually. A boston scientific technical services (ts) consultant recommended device replacement or reanalysis within 90 days. A follow up with the patient was scheduled and device replacement seemed likely. This device remains in service. No additional adverse patient effects were reported. Information was later received that this device was explanted and successfully replaced. This device has returned and analysis is anticipated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.